Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'error message 322, link switch. Error' was reproduced. A review of the event history log (ehl) revealed occurrences of " error message 322" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be link screw spacing is out of range. The link and link switch will be adjusted and verified to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.